Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the perforation occurred five years and six months post implantation. The patient also reports to be suffering daily fear. According to the medical records, the patient was high risk for hypertension and dyslipidemia. The indications for the procedure was extensive deep vein thrombosis (dvt). The patient was unable to take coumadin as he had a large amount of facial maxillary cancer. The filter was successfully deployed below the renal veins with no reported complications. A review of the manufacturing documentation associated with this lot (15218329) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the exact event date is unknown.   As reported through the legal department via legal brief, underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, perforation of his ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.   The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available.   The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter.  Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall.  As per the instructions for use (IFU), possible procedure complications include, but are not limited to, the following: perforation of the vessel wall. Also as per the IFU, possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, and filter perforation of the vena cava wall. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.     Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via legal brief, underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, perforation of his ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indications for the procedure was extensive deep vein thrombosis (dvt). The patient was unable to take coumadin as he had a large amount of facial maxillary cancer. Per the medical records, the patient was high risk for hypertension and dyslipidemia. The filter was successfully deployed below the renal veins with no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the perforation occurred five years and six months post implantation. The patient also reports to be suffering daily fear. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.